Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred two minutes after the start of treatment. The blood leak was confirmed to be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 to 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The physician was present when the blood leak occurred, and as a precaution they ordered a one-time dose of prophylactic antibiotics. The patient was given 1g vancomycin and 1g cefepime intravenously. However, the rn confirmed the patient did not exhibit any adverse symptoms. The patient completed their treatment after being re-setup with new supplies on the same machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. There was blood noted throughout the fibers, and blood was pooled in the bell housing on both ends and present in the header caps. During gross visual examination, two kinked and looped fibers were observed at approximately 180°, with the ports at 0°, on the non-cavity ID end. After disassembly of the dialyzer, it was noted that the ends of kinked and looped fibers were potted on the same side; however, one of the looped fibers looped back down on one end back into the dialyzer housing with an unpotted open end. The smaller fiber measured 0.5 inches from the potting surface. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as looped fibers and potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred two minutes after the start of treatment. The blood leak was confirmed to be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 to 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The physician was present when the blood leak occurred, and as a precaution they ordered a one-time dose of prophylactic antibiotics. The patient was given 1g vancomycin and 1g cefepime intravenously. However, the rn confirmed the patient did not exhibit any adverse symptoms. The patient completed their treatment after being re-setup with new supplies on the same machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.